Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The patient was not feeling well and experienced shortness of breath and fatigue. Upon interrogation the device exhibited backup vvi operation. Device download was performed successfully. The patient was fine during and after the device reprogramming.